Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her freestyle libre reader would only power on while connected to the data cable. Customer experienced a loss of consciousness and had contact with an hcp who diagnosed her with hypoglycemia and provided glucagon for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button depression. No malfunction or product deficiency was identified.

Event description:
Customer reported her freestyle libre reader would only power on while connected to the data cable. Customer experienced a loss of consciousness and had contact with an hcp who diagnosed her with hypoglycemia and provided glucagon for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported her freestyle libre reader would only power on while connected to the data cable. Customer experienced a loss of consciousness and had contact with an hcp who diagnosed her with hypoglycemia and provided glucagon for treatment. There was no report of death or permanent injury associated with this event.